Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found force sensor test error in history. Visual inspection and power up process were performed. The customer's reported problem was confirmed. According to the investigation, the pump plunger cable was worn out and no longer operates properly as a result of normal wear which caused the reported problem. In additional, the pump is over 7 years old. Service's replaced the pump plunger cable and that cleared up the problem. The problem source of the reported problem is normal wear.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "system failure: force sensor test and bad main pcb". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.